Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a white display upon being powered on. A white display is indicative of a potential device lockup condition that could delay or prevent defibrillation, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
It was later confirmed by physio-control that the customer has decided to not repair their device. The device has not be returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had a white display upon being powered on. A white display is indicative of a potential device lockup condition that could delay or prevent defibrillation, if it were necessary. There was no patient use associated with the reported event.